Event description:
"On (B)(6) 2012 the ssu representative at maquet medical in (B)(6) reported that the transformer on the hcu 30 serial number (B)(4) was burnt. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the burnt transformer was replaced. Current measurements were performed on the device after the replacement and all measurements were within the specified range. (B)(4)."